Manufacturer narrative:
The device was sent to the stryker depot and evaluated by a technician. The issue could not be verified nor duplicated. No device malfunction was found. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Root cause could not be determined

Event description:
The customer contacted stryker to report that their device "failed to charge to deliver a shock." In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device "failed to charge to deliver a shock." In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.